Event description:
Carefusion technical support representative captured the following details: technician from sleep lab called with a report of an issue with screen going completely black with artifacts in the signals stated that it happens randomly over several nights. Did impedance check during this time and all impedances were fine but only thing she noted was amp was hotter than the one in the other room. Stated it happened when pt was asleep and not moving, when tech checked she stated the amp was extremely hot, so hot that she was afraid that it might catch fire. She could not touch it due to fear it would burn her. She terminated study and unplugged the amp power supply to allow it to cool down. A follow-up call was made to the facility. After speaking with a lab representative, she clarified that the situation occurred with her night technician. Previously they had called tech support as they were having black screens displaying from the amplifier earlier; however, tech support was able to resolve that issue. The first time the sleep lab technician felt some warmth from the amplifier; she unplugged everything and allowed the system to cool down. The second time, it seemed to be even warmer than before and she was hesitant about touching it at all. The unit, based on its serial number is about 4 years old and has been in use at the clinic for about 4 years. (B)(6) confirmed that neither her technician nor the pt suffered any injuries during this event and they were able to complete their study prior to taking the system out of service. The amplifier, headbox and cable were all used as a system and are being returned.

Manufacturer narrative:
(B)(4). The three pieces of the system were received and investigated as a system. A visual inspection of each piece was performed. There was no physical damage noted. The amplifier is labeled with a warning sticker which states "caution hot surface". An electrical continuity check was performed for the pt cable (50 pin cable) and passed. No open or shorted wires detected. The pt cable was connected to the test equipment and calibration of the system was performed. Impedance checks (ics) were performed at the beginning, middle and at the end of the run. Signals were sent to all 45 ports in the jack box as well as to the 12 dc ports, spo2 and pulse port in the amplifier. No issues were found with the pt cable, and the headbox did not exhibit high impedance or artifact issues. The test was allowed to run for 24 hours and the temperature of the amplifier was checked internally as well as on the surface and remained between 135 degree f - 140 degree f. The amplifier was powered off for 10 hours and powered back on to run for an additional 6 hours. The amplifier was then powered off once more and remained off for 30 hours. It was re-started and allowed to run for (10) hours. This represented a grand total of 40 operating hours and there were no signs of overheating and or anomalies found. A known good test amplifier was used for temperature comparison. A check of the internal and surface temperature also read between 135 degree f - 140 degree f. The reported issue was not duplicated. As a result of not being able to duplicate the customer's experience as outlined above, a conclusive root cause could not be identified. A possible contributing factor to the customer experience could be the power supply in use at the facility. Please note we did not receive the power supply for this case.